Event description:
The pt reported the adhesive on her insulin infusion headset is not adhering properly. She said the headsets are only lasting about 1 day. She stated this has happened within every headset from her current box of infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.